Event description:
The field service engineer (fse) while implementing the (B)(4) encountered the following error ¿power cpld installation failed." There was no reported patient involvement/adverse patient impact.